Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that before use a bd syringe luer-lok¿ tip was found with multiple malfunctions that include "particulate / contamination,damage, inclusions, excess lubricant, print." There was no report of exposure, injury or medical intervention needed.

Manufacturer narrative:
Investigation summary: one box received at bd, however no 10ml samples were present. Since no samples displaying the condition reported are available for examination, we were unable to fully investigate this incident, therefore a root cause could not be determined. Furthermore, a device history record review showed no rejected inspections or quality issues during the production of the provided lot number that could have contributed to the reported defect. DHR review for batch 7088988 (p/n 301029): manufacturing dates: 04/19/2017 to 04/22/2017. Batch quantity was (B)(4). All visual inspections were performed as per requirement with no quality notifications related to the complaint defect. Batch 7088988 was inspected and accepted based on meeting our inspection control plan and subsequently approved for shipment. Investigation conclusion: no samples displaying the condition reported are available for examination. We were unable to fully investigate this incident.